Event description:
It was reported that when an asymptomatic patient presented in-clinic, episodes of non-sustained rv oversensing caused by myopotential oversensing were observed on a real-time egm. The noise was reproducible with isometrics. Programming changes were made, and the oversensing was resolved.

Manufacturer narrative:
(B)(4).